Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The investigation was performed considering complaint description, cs reports, system history, system log files, and cc-parts. During an interventional procedure, the error message "no xray, tube too hot" was displayed to the user and xray exposure was blocked. The procedure was continued and finished using an alternative system. According to the analysis, an unknown liquid penetrated the x-ray-tube-housing, causing damage to the d1 circuit board. The data from the tube's temperature sensors are processed on d1. Therefore, in case of a defect on the d1 board, there could be temperature warnings. After replacing the d1 board the system works as intended. The instructions for use describe in detail that care must be taken to ensure that no liquids penetrate housing parts and how this is to be prevented during cleaning. A possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the user reported that no exposure was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.